Manufacturer narrative:
The field service engineer (fse) evaluated the device and during inspection found that the flow sensor and the data line burn out smoke. The fse replaced the gas delivery system to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator screen is not bright/black screen and has burnt smell. The customer reported there was no patient involvement.